Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Facility name:(B)(6) hospital.

Event description:
The customer reported to olympus, the video system center light guide rod remained inside. The issue was found when the scope is pulled out after use during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The customer's complaint of light guide rod remained inside was confirmed. Based on the results of the investigation, it is likely that the light guide rod remained inside the device due to deterioration of the scope connector detection part. However, the root cause of the reportable event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional reportable malfunction found during estimation. Detection failure due to deteriorated scope detective section.